Event description:
New baxter I pumps were being tested at this medical center. Patient had pca pump and the volume alarm was in the off position and patient did not receive pain medication. The MFR had not turned on the alarm upon delivery of the pump. The pump was turned on by the MFR after the event.